Event description:
The customer stated the precision testing results for ammonia were poor and that they received questionable ammonia result for two patient samples. Data was provided for only one patient sample whose results were discrepant and reported outside the laboratory. The customer stated the patient sample was lipemic and the first result was accompanied by an "absorbance error indicating a result >1400". An auto-dilution of 1:2 was performed by the instrument and the result did not correlate. No specific result was provided. The tech running the sample performed another dilution and the result was 2200 ug/dl which was reported outside the laboratory. The patient sample was then tested on their other cobas c501 analyzer serial number (B)(4) with no dilution and the result was 39 ug/dl. Information concerning if the patient was adversely affected was requested, but not provided by the customer. The ammonia reagent lot number and expiration date were not provided. The field service representative determined the event was caused by a contaminated reaction bath. He decontaminated and cleaned the bath and to verify the analyzer operation, he ran precision testing with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.